Event description:
User reported false negative result in social media. Positive result following day on non-specified assay. No additional information regarding follow-up testing was provided.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of initial report, and will be provided upon completion.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report investigation codes have been corrected to match false negative investigation outcomes.